Event description:
It was reported that the source literature sought to identify clinical and electrocardiographic predictors of t wave oversensing (twos) in a cohort of patients undergoing subcutaneous implantable cardioverter defibrillator (s-ICD) implantation at the study institution. All patients were identified who underwent s-ICD implantation (cameron health- model number 1010 sq-rx, with a subcutaneous lead-cameron health model 3010) from april 2010 to january 2015. During a mean follow-up of 13 months, 6 patients had twos resulting in inappropriate shocks. In the group without twos, 2 patients experienced inappropriate shocks for non-twos etiologies (1 for supraventricular rhythm and 1 for electromagnetic interference). A (B)(6) man experienced an initial inappropriate shock due to twos approximately 3 months after implantation. The sensing vector was changed from primary to secondary, and the rate cut-offs for delivery of therapy in both zones were increased. A week later he presented with another inappropriate shock for twos. An exercise treadmill test (ett) was performed with acquisition of a new template during exercise. No further inappropriate therapies were reported in the 10 months following this, with activity limitations per guidelines. A (B)(6) male experienced an inappropriate shock for twos. An ett was performed, and the sensing vector was changed from primary to secondary. No further inappropriate therapies were reported for the 27 months since then. A (B)(6) man was implanted with an s-ICD, and presented one month later for an inappropriate shock with twos. An ett was performed, and the sensing vector was changed from primary to secondary. There were no more issues 10 months since. A (B)(6) man underwent s-ICD implantation and presented twenty months later with an inappropriate shock due to twos in the setting of sinus tachycardia during an altercation. The sensing vector was changed from primary to secondary without further twos in the following 37 months. A (B)(6) man implanted with an s-ICD experienced two inappropriate shocks for twos one month after implantation. Six months later he experienced an appropriate shock for sustained ventricular tachycardia (vt). Due to deterioration in his overall clinical condition, s-ICD therapies were disabled 2 weeks later, and the patient passed away soon thereafter. A (B)(6) man implanted with an s-ICD experienced 5 inappropriate shocks due to twos in the setting of light activity. The patient refused any efforts to minimize the risk of inappropriate shocks and insisted on device explant, which was performed during hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.